Event description:
Related manufacturer reference number: (B)(4), related manufacturer reference number: (B)(4). It was reported, that the patient presented in the clinic with extreme pain on the implant site. The pacemaker was explanted and moved to the left side. The right atrial and right ventricular lead were replaced. And new leads were implanted on the left side. The patient was in stable condition.

Manufacturer narrative:
The reported event of ¿extreme pain on the right side, which is where the original implant was. The leads were removed from the right side and new leads replaced on the left side¿. A complete lead was returned for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies with the exception of procedural damage.